Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Couldn't pull tampon out - vagina [foreign body in reproductive tract]. Couldn't remove tampon, thread wasn't there [complication of device removal]. Tampon thread wasn't there [device physical property issue]. Injuries- vagina [vulvovaginal injury]. Pain- vagina [vulvovaginal pain]. Case narrative: consumer reported via e-mail that the tampon did not have a cord to remove it. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Couldn't pull tampon out - vagina [foreign body in reproductive tract] couldn't remove tampon, thread wasn't there [complication of device removal] tampon thread wasn't there [device physical property issue] injuries- vagina [vulvovaginal injury] pain- vagina [vulvovaginal pain]. Case narrative: consumer reported via e-mail that the tampon did not have a cord to remove it. No serious injury reported.